Manufacturer narrative:
E1 - event site name - (B)(6) hospital. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that the EKG cable of the cs100 intra-aortic balloon pump (iabp) is damaged. There was no patient involvement and no harm was reported.